Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had low blood glucose of 40 mg/dl and was in the emergency room for 10 hours. While on the call, customer had blood glucose of 600 mg/dl. Customer requested assistance in checking insulin pump. During troubleshooting, customer stated that there were large air bubbles in reservoir. Customer received assistance in clearing air bubbles. Customer reported that drive support cap appeared normal. Customer states were no site or insulin issues. Customer declined to check settings. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. Customer declined further troubleshooting and wanted to contact healthcare professional to advise that insulin pump malfunction was no longer a concern.